Event description:
Customer stated the device was not working. Upon eval it appears to have melting around the contactors. A request was made for the return of the suspect device and replacement product was sent.